Event description:
Reporter alleged advantage system displayed blood glucose result of 100 mmol/l. Result should have displayed in mg/dl. Reporter stated customer had no symptoms and did not treat/act on result.